Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets had twist clamps that were unable to open or close. This was noticed during continuous ambulatory peritoneal dialysis therapy. The patient was connected at the time of the event. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two (2) samples were received and evaluated. A visual inspection and functional testing were performed with no issues noted on torque engagement. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.